Event description:
Ous MDR - after an estimated implantation period of 120 months, it was reported that the pacemaker could not be interrogated. It was decided to replace the device. The pacemaker was returned to biotronik for analysis. No adverse patient side effects have been reported. The implant date was not provided.

Manufacturer narrative:
The pacemaker was implanted for about 120 months. Upon receipt, the pacemaker was visually inspected revealing no peculiarities. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was neither interrogatable nor was any antibradycardia therapy present. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be fully depleted but not defective. Then the electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the antibradycardia therapy functions proved to be within specification. There was no indication of a device malfunction. The memory content of the device was not restorable due to the battery depletion. Therefore, the parameters programmed while implanted and in service could not be determined. However, the amount of charge taken from the battery was verified. After an implantation duration of about 120 months, the battery condition was anticipated. In summary, the battery of the pacemaker was found to be fully depleted. The electronic module was attached to an external power supply and the device was proved to be within specification. In particular the current consumption was normal. The analysis of the pacemaker revealed no indications of a material or manufacturing problem.